Event description:
It was reported that while attempting to position a PICC line, the wire snapped during withdrawl of the line. The line was aspirated and a 1 cm fragment was retrieved in the syringe. It is believed that another fragment remains in the pt. Decision was made not to attempt retrieval. Pt status is listed as "okay". The indication for the use of the v18 wire is for peripheral use only.